Manufacturer narrative:
Product ID 3487a-33 lot# v023483 serial# implanted: (B)(6) 2008 explanted: (B)(6) 2008 product type lead supplemental to update codes, code (B)(6) no longer applies correction to section d information .if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer explained he had stimulation in the wrong location with the first device. The device worked really well until they had a work related accident where something fell on him. After the accident they had a surgery and to get to the bad disc they had to move the leads. The patient stated this was when it was recommended to replace the system and they only had the device for about another year.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient stated that the device was tampered with by accident during a laminectomy because the healthcare provider (hcp) had to move the lead out of the way to remove a ruptured disc. No symptoms or further complications were reported.